Event description:
During the robotic procedures the cables on the instruments break. This has been an issue over this past year. In the past few months we have had an increase in the amount of breakages. This has occurred across many different procedures and many different surgeons. (Each of the instruments involved were at various stages of their 10 usages per device)